Event description:
On an unknown date the patient experienced a break in aseptic technique which lead to peritonitis. The patient was not hospitalized for the peritonitis. On an unreported date, the patient was treated with vancomycin intraperitoneally (ip)(dose, and frequency not reported). The patient experienced a break in aseptic technique, which was reported as the "patient did not wear a mask during therapy". The patient has been retrained and is recovering. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.